Manufacturer narrative:
Block e1: initial reporter state: (B)(6). Block h6: device code 1069 captures the reportable event of stent shaft break. Block h10: the returned polaris loop ureteral stent was analyzed, and a visual evaluation noted the stent shaft torn was torn, however, this condition could be interpreted as shaft break. The suture string was not returned for analysis. No other issues with the device were noted. The reported event was not confirmed, the failure found (stent shaft torn), is an issue that could have been generated by the user or due to the interacting of the device with the suture string. According to the complaint information the failure was noted during the preparation and the device was returned without the suture string, it is evident that the stent was manipulated. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint since it is most likely that the adverse event occurred during the preparation and the device had no influence on the event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Block h11: correction: block e2 (health professional).

Event description:
It was reported to boston scientific corporation that a polaris loop ureteral stent was used during a ureteral stent implantation procedure in the kidney performed on (B)(6) 2020. According to the complainant, when the physician unpacked the polaris loop ureteral stent, the stent shaft was found to be broken. Another polaris loop ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a polaris loop ureteral stent was used during a ureteral stent implantation procedure in the kidney performed on (B)(6) 2020. According to the complainant, when the physician unpacked the polaris loop ureteral stent, the stent shaft was found to be broken. Another polaris loop ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.